Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4); preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. The device is part of the advisory for this model.

Event description:
It was reported that when the patient was admitted to the hospital for non-pacemaker-related issues, it was noticed that the patient's heart rate was low (approx 40 beats per minute) with no symptoms. The pacemaker could not be interrogated, and the magnet test also did not work. The device was explanted. There were no patient complications reported as a result of this event.